Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe was not cutting but it was aspirating during an eye surgery. There was no patient harm for this event. A product sample has been requested for evaluation.

Manufacturer narrative:
No probe sample was returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this report; therefore, a lot history review could not be conducted. The root cause for the customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
One probe sample was returned for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The returned sample was visually inspected and deemed nonconforming. The cutter is in the closed position in the port. Actuation testing was performed and deemed nonconforming. The cutter remained in the closed position. Cut testing could not be performed due to no cutter movement. The probe was disassembled and the components inspected. There was approximately 0 to 5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. The inner cutter is detached out of the coupling. The complaint evaluation does confirm the probe had a quality issue that resulted in the probe not being able to function. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that at the beginning of the surgery the adhesive bond failed causing the inner cutter to become detached from the coupling. An internal investigation has been opened to address reports of a similar nature. (B)(4).